Manufacturer narrative:
H.6. Investigation summary: it was reported there was a black particle foreign body in the liquid of the flush. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a prefilled syringe with no packaging flow wrap. There is a stain that appears to be foreign matter in the fluid path. No other information could be obtained from the photo. A device history record review was completed for provided material number 306594, lot 2039092. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using the bd pre-filled saline syringe a foreign body was noticed in the product. The following information was provided by the initial reporter, translated from chinese: when using the pre-filled catheter irrigator, she found black particle foreign body in the liquid of the irrigator, which could not be used, and immediately replaced other pre-filled catheter irrigators without causing any harm to the patient.